Manufacturer narrative:
Additional information: according to the information received from the field in situ measurements show two channels with fluctuating hi status, which might be caused by a damage to the active electrode or physiological changes inside the cochlea. No information on possible further steps has been received.

Event description:
The device has elevated impedances.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The device has elevated impedances.